Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211) and osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210) were returned for investigation. Visual inspection of the as returned product identified excessive bone and fractures. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was completed for the subject lot numbers (2012080127 and 2012070998). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2012080127 and 2012070998) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implants at tooth sites #36 & 46 fractured and were removed utilizing a trephine, bottom part of a implant was sucked. Additional appointment required: place bone graft.